Manufacturer narrative:
Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was alleged that a patient expired while being monitored on the dash 4000 and no audible alarms were provided.

Manufacturer narrative:
It was reported that on (B)(6) 2017 at 12:15am in bed ed/rm5 of the emergency dept, a patient being monitored on the dash 4000 expired and the customer alleged that no alarms were provided at either the dash or the cic central station to which the dash monitor was reportedly networked. The field service engineer visited the site to download log files and test the dash monitor. It was observed that the dash monitor was not connected to the network via the ethernet cable; a "no comm" message was provided at the cic. Log files from the dash and cic were reviewed by ge healthcare (gehc) engineering. Gehc concluded that no alarms were sounded at the cic because the dash 4000 was not connected to the gehc network at the time of the event which is consistent with the observations noted at the customer site. Review of the cic logs indicated that the last time the dash was on the carescape network was on (B)(6) 2017. A ¿no comm¿ message was displayed in the patient multi-viewer window for ed/rm5 during the time leading up to and including the patient incident. The dash was tested with a patient simulator and the monitor was observed to create a ¿clicking¿ sound rather than an appropriate audible alarm tone. The loss of audio function is related to a hardware component wear out of the 2kx8 eeprom located on the dash main cpu board. The dash 4000 involved in this incident was manufactured fw37 2007.